Event description:
It was reported that this lead was revised due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was revised due to change in lead parameters due to low amplitude. No additional information is available at the moment. No additional adverse patient effects were reported.